Event description:
It was observed that during the device evaluation, the resection sheath exhibited a broken isolation beak. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the isolation beak was broken.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation found isolation beak was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. The cause of the reported issues is attributed to wear and tear. This issue is addressed in the instructions for use (IFU): 4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: 1. No corrosion 2. No dents 3. No scratches ceramic insulation at distal end: ¿ visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.